Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the damage found was sustained during the surgical procedure procedure. .

Event description:
It was reported that intermittent sensing was noted on the rv lead. The lead was explanted and replaced.